Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the catheter kinked. The health care professional stated that the kink "could be due to the anchor coming out of place."